Event description:
It was reported when using the pyxis medstation es system, the drawer was not recognized on the bus and has been opened, but it will not close. The customer reported that the malfunction resulted in a delay in providing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie and the entire drawer had malfunctioned because of a defective retractor band, and the cable was not correctly positioned. The field service engineer successfully replaced the retractor band and reseated the row board cable, thereby resolving the issue. The system functioned as intended after the field service engineer troubleshooted the device.